Manufacturer narrative:
The reported event was lead could not be fixed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported during implant that an operation issue caused an inability to implant on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.